Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on approximately (B)(6) 2026, the patient experienced a skin reaction with rash, redness, inflammation, swelling, and infection, extended beyond the patch perimeter. On (B)(6) 2026, the patient contacted a healthcare provider, and the reaction was treated with a prescription of an oral antibiotic, cefalexin. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).